Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), deafness ("loss of hearing") and autoimmune thyroiditis ("hashimoto¿s hypothyroidism") in a (B)(6) female patient who had essure (ess205) (batch no. 623817) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant) with fatigue, weight increased and myalgia, mood altered ("mood disturbances"), anxiety ("anxiety"), tinnitus ("tinnitus"), menopausal symptoms ("premenopausal symptoms at (B)(6)"), tendonitis ("tendonitis") with tendon pain, sleep disorder ("sleep disturbances"), paraesthesia ("tingling in hands and feet"), apathy ("no desire to do anything"), insomnia ("insomnia"), malaise ("general ill-being"), adenomyosis ("adenomyosis") and ovarian fibrosis ("ovaries with thin, fibrous cortex"). The patient was treated with levothyroxine sodium (levothyrox) and surgery (subtotal hysterectomy by laparotomy for removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune thyroiditis and tendonitis had not resolved and the deafness, mood altered, anxiety, tinnitus, menopausal symptoms, sleep disorder, paraesthesia, apathy, insomnia, malaise, allergy to metals, adenomyosis and ovarian fibrosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, anxiety, apathy, autoimmune thyroiditis, deafness, insomnia, malaise, menopausal symptoms, mood altered, ovarian fibrosis, paraesthesia, sleep disorder, tendonitis and tinnitus with essure (ess205). The reporter commented: one to one and a half years after placement, various health problems gradually started to set in. The levothyrox treatment did not relieve her fatigue, mood disturbances, weight gain, tinnitus or general ill-being. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: positive for nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term in this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1.970 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1802295) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), deafness ("loss of hearing") and autoimmune thyroiditis ("hashimoto¿s hypothyroidism") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623817) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2017, the patient experienced allergy to metals ("allergy to nickel"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant) with fatigue, weight increased and myalgia, mood altered ("mood disturbances"), anxiety ("anxiety"), tinnitus ("tinnitus"), menopausal symptoms ("premenopausal symptoms at (B)(6) years of age"), tendonitis ("tendonitis") with tendon pain, sleep disorder ("sleep disturbances"), paraesthesia ("tingling in hands and feet"), apathy ("no desire to do anything"), insomnia ("insomnia"), malaise ("general ill-being"), adenomyosis ("adenomyosis") and ovarian fibrosis ("ovaries with thin, fibrous cortex"). The patient was treated with levothyroxine sodium (levothyrox) and surgery (subtotal hysterectomy by laparotomy for removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune thyroiditis and tendonitis had not resolved and the deafness, mood altered, anxiety, tinnitus, menopausal symptoms, sleep disorder, paraesthesia, apathy, insomnia, malaise, allergy to metals, adenomyosis and ovarian fibrosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, allergy to metals, anxiety, apathy, autoimmune thyroiditis, deafness, insomnia, malaise, menopausal symptoms, mood altered, ovarian fibrosis, paraesthesia, sleep disorder, tendonitis and tinnitus with essure (ess205). The reporter commented: one to one and a half years after placement, various health problems gradually started to set in. The levothyrox treatment did not relieve her fatigue, mood disturbances, weight gain, tinnitus or general ill-being. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: positive for nickel. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain ¿ analysis in the global safety database revealed 2.006 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.